Manufacturer narrative:
H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code b20: device remains implanted and therefore not available for direct analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an emergency endovascular treatment for an arch aortic aneurysm rupture using a gore® tag® conformable thoracic stent graft with active control system (ctag ac). Hybrid operating rooms were unavailable and the procedure was performed with a quite old type c-arm angiography. The ctag ac was planned to be deployed just distal to the left common carotid artery (lcca); however, the device seemed to move proximally during the deployment, and the lcca was unintentionally covered. Cardiac pulsation and invos value were decreased. Therefore, a cut down was added in the lcca and a bare-metal stent (omnilink elite, 8 mm x 29 mm) was additionally deployed in the lcca as a chimney device. Pulse and invos value were improved. The patient tolerated the procedure. The reporting physician commented as follows: the problem was that the procedure was performed using the old c-arm angiography since hybrid operating rooms were unavailable. Probably, there was a lack of proper angiogram images and errors in marking the branched vessels.